Manufacturer narrative:
Results: device samples are not available for eval. A review of the device history records was performed and no irregularities were noted during the MFR of the reported lot number # 13a1141f. Five retention samples were evaluated and inspected for catheter pull force. All the samples were found to be within the specification limit. Conclusions: without a sample and because the retention samples evaluated were within mfg specifications, an absolute root cause for this incident could not be identified. (B)(4).

Event description:
It was reported that after a pt had undergone IV sedation using a bd venflon IV catheter, the pt developed what appeared to be phlebitis of the IV insertion site while in recovery. Twelve weeks passed and the pt's symptoms did not improve. An initial ultrasound was performed by a vascular surgeon and it was suspected that the IV catheter had broken off in the pt's vein. The pt then received a more advanced ultrasound at a private hospital. This ultrasound showed no presence of a broken catheter or foreign body within the pt's vein.